Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient thought there was an issue with the catheter. The patient had a refill (B)(6) 2013 and noted ¿all the medication went down into his legs and numbed up his right leg¿. The patient noted not being able to feel anything in his right leg for a ¿long time¿. The patient noted he started going through morphine withdrawals on (B)(6) 2013. The patient went to the hospital on the date of this report and a computed tomography (CT) scan was performed to check the catheter placement, the results were not provided. The patient was provided options for getting the pump refilled. The pump system was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the patient was to have the catheter, which previously ¿came loose,¿ revised in the ¿next 45 days or so.¿

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the doctor did not use a template during the refill. The patient stated that the full amount of drug that was to go into the pump was injected into his body cavity. The doctor did not fill the pump with any medication. The patient then experienced leg weakness and difficulty walking. The patient could barely walk because his leg was numb and he could barely get out of the clinic. The patient could not drive and a neighbor and friend had to pick him up. The patient stayed home and the numb feeling went away. The patient then went through withdrawal. It was also reported that a dye study and x-ray confirmed that the catheter had become dislodged. The patient stated "it turns out the catheter had pulled out". The patient noted that during a pump replacement 4-5 months prior to the report the doctor replaced the pump and not the catheter. Approximately 3 weeks prior to the report the doctor prescribed the patient oral pain medication. The patient stated that the doctor would not fix the catheter and the ho spital would not allow the doctor to fix it. The patient was seeking a new doctor. The device system also delivered clonidine. It was later reported via the healthcare provider (hcp) that both the pump and catheter were replaced on (B)(6) 2013. The replacement was for normal battery depletion. The hcp stated that the catheter was replaced just so that the patient could have the newest catheter. There were no issues with the device system at this time. The patient was seen for several refills and adjustments from (B)(6) 2013 and no issues or problems were noted at any of the visits. The patient was again seen on (B)(6) 2013 due to sudden onset of withdrawal symptoms including nausea, vomiting, sweats and chills. It was noted that the patient had injured himself at home with an excessive twisting motion a few days prior to the visit. The x-ray and a magnetic resonance imaging (MRI) were taken on (B)(6) 2013 which determined that the catheter was occluded. The occlusion was noted to have been close to the spinal canal region. The dye study showed there was a cessation of dye flow to the mid lumbar region. The doctor recommended that the catheter be revised; however, the doctor was no longer allowed to perform surgeries at that hospital so the patient was referred to another doctor. The doctor prescribed the patient oral morphine and it was discussed with the patient the option to stay on oral medication. The patient did not schedule a catheter revision as recommended and was seen on (B)(6) 2013 due to a low reservoir pump alarm. It was noted that the alarm was normal as it was time for a refill. The doctor turned the pump off and told the patient he would have to be seen for the revision or he could not continue the pump therapy. The patient agreed to have the surgery as he did not want to have the device explanted and go back to oral medication. The patient was currently doing well on oral medication and the symptoms had resolved. The date of revision was not yet scheduled. Conflicting information was provided that the device system had delivered morphine and bupivacaine.